Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer that using cold insulin is off label per the user guide. Customer continued to use the existing cartridge. There was no adverse impact to the customer¿s blood glucose value.